Event description:
It was reported to medtronic minimed that the customer experienced occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-378a, mmt-332a, mmt-1780kl. Troubleshooting was performed and customer is reporting occlusion alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-378a. No product return is required for mmt-332a. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, partially broken retainer, and missing reservoir tube o-ring. A p-cap and reservoir were installed and did not lock in place due to the missing reservoir tube o-ring, broken reservoir tube lip, and broken retainer. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, and force sensor test however, unable to perform the displacement test and occlusion test due to the missing reservoir tube o-ring, broken reservoir tube lip, and broken retainer. The insulin flow blocked alarm functioned properly during the basic occlusion and force sensor tests. The trace and history files were successfully downloaded using thus. There were not any no delivery (insulin flow blocked) alarms found in the downloaded pump history and long trace files. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The following were noted during a physical inspection: partially broken retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, stained serial number label, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is unknown due to the p-cap not locking in place caused by the broken reservoir tube lip, broken retainer, and missing reservoir tube o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.